Event description:
Allegedly, surgeon used a rearfoot kit 24 mm ups plate and he used a 28, 24, 28, and 40mm locking screws. Surgeon observed that one of the screws was backing out and decided to remove.

Manufacturer narrative:
Additional info has been requested. The user facility has advised this is a non-compliant pt and not a product failure; therefore, they will not be filing a medwatch 3500a. Trends will be evaluated. This report will be amended when the investigation is completed.